Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not recognize the paddles. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for analysis. However, the customer isolated the reported problem to the multi-function cable. When the suspect multi-function cable is returned to zoll and an evaluation is completed, a supplemental report will be submitted.